Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2yhsl); product type: 0200-lead; implant date (B)(6) 2024; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the implant was replaced because it was determined that the wire was wrapped completely around the neurostimulator. Patient said that sometime after receiving this implant, the therapy stopped working and they notified their physician who ordered an ultrasound. Patient said that was told that the wire was wrapped around the neurostimulator and that their physician showed the image to the patient. Patient could not remember the date or approximate time that noticed loss of therapeutic benefit. Patient stated that didn't have any falls. Documented event, no further action was taken by patient services.